Event description:
Temporal artery thermometer reading 99-100. Patient hemodynamically unstable and swan ganz placed. Core temp probe was placed in rectum and the temperature was displayed at 108.5. Thermometer removed and another was obtained.patient was not sweating. He was cold and clammy on a lot of vasopressors. Temperature was measured at behind the ear too. Manufacturer response (as per reporter) for temporal artery thermometer, exergennot known at this time. Hospital team still evaluating the equipment.